Manufacturer narrative:
Reporter indicated that the patient death was not related to the vns therapy system.

Event description:
Reporter indicated that a vns patient expired, and there was probable cause to believe it was due to sudep (sudden unexplained death in epilepsy). Reporter further indicated that the death was not related to the vns therapy system.